Manufacturer narrative:
Based on the calibration and qc data, a reagent performance issue could be excluded. The alarm trace did not contain a conspicuous event. The root cause of the event was found to be consistent with pre-analytical sample handling issues. A product problem was not identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 09-feb-2023. The qc recovery data provided was acceptable. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient on a cobas pure e 402 analytical unit. The patient's first sample had an initial result of 18.7 ng/l. A second sample was collected and the initial result was 3.71 ng/l and the repeat result was 40.1 ng/l. The first sample was repeated and the result was 16.7 ng/l. The second sample was repeated again and the result was 45.6 ng/l. The patient had a third sample collected the same day and the result was 4.12 ng/l. All samples were aliquoted, re-centrifuged, and repeated again. Sample 1 had a result of 3.85 ng/l. Sample 2 had a result of 4.40 ng/l. Sample 3 had a result of 3.91 ng/l